Manufacturer narrative:
(B)(6). Correction: the correct sex is female; not male as previously reported. This report is filed february 18, 2014.

Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the device was explanted on (B)(6) 2013, due to reoccurring infections, abscess and skin flap necrosis. Reimplantation is planned but had not taken place at the time of this report. The manufacturer became aware upon receipt of the explanted device on (B)(6) 2013. Additional information has been requested but has not been made available as of the date of this report, (B)(6) 2013.

Manufacturer narrative:
This report is filed october 11, 2013.